Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 17217, and data files were reviewed and analyzed. The returned patient files showed at least 14 injections were performed with the catheter on the date of the event. The data files containing two images showed the shaft of two different balloon catheters that were used. The photos don't show any issued and it was not possible to assess further. The reported issue cannot be assessed through data. Visual inspection was performed on the balloon catheter and a kink/twist was observed on the guide wire lumen. Visual inspection of the shaft segment showed the folding sleeve was not covering the whole catheter. The catheter smart chip data was reviewed. The data indicated the catheter was never used and no applications were performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. The guidewire lumen kinked inside the balloon catheter and prevented the insertion of the balloon catheter into the sheath. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.56 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported "unable to move sleeve forward over balloon" was not confirmed with the returned catheter. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was assembled the protective sheath of the balloon catheter did not cover the device, and part of it fell forward. Additionally, the posterior of the balloon catheter was folded and swollen and unable to be connected to the sheath. The  balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.